Event description:
Lap band eroded into stomach. Had to have it removed and was hospitalized for 5 days. It was discovered eroded around (B)(6) 2018. Removal was emergency due to severe pain and vomiting.